Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had blank display. The customer¿s blood glucose level was 273 mg/dl . The customer stated that the inserted a new battery and the screen was blank. It was also stated that the display was flashing and white. Customer stated that the display was blank currently. Troubleshoot was performed and was advised to press and hold the back button for 30 seconds. The customer was advised to insert new aa battery. The customer stated that the display did not return after pump restart. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.